Event description:
Report received from pv on 13aug2024: patient reported a faulty vial of advate as he was unable to withdraw the medication. Declined rph. No other details provided. Ms received response from accredo 16sep2024 the lot number is tata048a. Please let me know if you need anything else.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. During the manufacture of fuv advate lot taa23048a, assembled with baxjectiii device sublot tata048a, there were no nonconformities, failures, or deviations documented in the batch record which could have contributed to the reported problem. A review of the monthly report (sep 2024) for advate bjiii was also performed relative to the subcategory "withdrawing difficulty". The complaint rate for 2024 is approximately (B)(4), and 2022 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.